Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The pump passed all functional tests, and the pump was found to be working properly. Based on the investigation, the complaint allegation was not confirmed. The drive rod was replaced as a preventive measure. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device under-infused three times. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Information was received on 29-nov-2021 indicating that the event did not occur while in use with a patient. No patient was involved in this event.